Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombus throughout inflow, pump, and outflow. Specific component(s) involved: other component malfunction, specify. Other component: heavy thrombus burden throughout inflow, pump, and outflow. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump; other interventions, specify. Other intervention: debridement of clot within the inflow and outflow grafts. Implant device type: lvad.